Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the stitched sleeve of the right ventricular (rv) lead was missing. The rv lead was not used and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of suture sleeve missing was not confirmed. The lead was returned in one piece without the suture sleeve and without the original packaging. Device history record was reviewed and found to be complete. Manufacturing vision system image was also reviewed, and the suture sleeve was verified to be on the lead inside the sealed package.